Manufacturer narrative:
Additional information: contact person name: (B)(6) contact person e-mail address: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge feild service engineer that during preventive maintenance service batteries of cs300 iabp (intra-aortic balloon pump) failed to meet runtime spec. There was no patient involved in the event.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d5. The getinge field service engineer (fse) that encountered the issue replaced the batteries to resolve the issue. Product passed all functional and safety tests per manufacturer specifications.